Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple years ago from date manufacturer was made aware. Implant date: explant date: procedure happened a couple years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 19340703.

Event description:
It was reported that patient underwent a system explant procedure due to inadequate stimulation. No further information has been obtained despite good faith efforts.